Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the pressure switch. The unit passed extended self-testing.